Event description:
It was reported that patient underwent a procedure utilizing an acetabular shell inserter on (B) (6) 2009. During the procedure, the inserter handle could not be disengaged from the acetabular cup and the cup could not be used. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no deviation or anomaly. Evaluation of the returned component found that the strike plate/drive mechanism suffered a brittle fracture leaving it impossible to disassemble the implant cup and inserter.